Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported alarm of a low-speed event was confirmed via the submitted photo of system monitor, the cause could not be conclusively determined during this evaluation. The account submitted a photo of the system monitor for review. The system monitor showed a low-speed drop to 1070 rpm; however, the cause could not be conclusively determined due to the absence of a log file. The patient was connected to the power module when the alarm low-speed operation occurred. The account noted that if the event occurs again while the patient is at home, the facility will retrieve the log file again and will be submitted for analysis. The patient remains ongoing on vad-62436 and no additional low-speed events have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 0 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a low speed operation with no symptoms. It was noted that facility engineers attempted to retrieve the log file but accidentally deleted the data. As a result, the log file could not be submitted for analysis. The patient was repeatedly bent and extended the driveline by engineers, but the reproducibility could not be confirmed. The facility planned to return the patient to home and check the history at the next outpatient. It was noted by technical services that based on a photo of the system monitor provided, there could have been some type of short. System monitor showed a low speed drop to 1070 rpm. It was also noted that technical services was unable to verify a short event due to the absence of a log file. The patient was connected to the power module when the alarm low speed operation occurred. It was noted that if the event occurs again while the patient is at home, the facility will retrieve the log file again and will be submitted for analysis. No additional information was provided.